Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. H3 other text: device not returned for evaluation.

Event description:
It was reported by customer had an incident with a line today line wouldn¿t advance and then when pulled out had resistance. Did x-ray and looks like a piece of the line or guide wire broke off in patient's arm. Inserted by a nurse.